Event description:
The customer reported that the device had no power. There was no pt impact.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.